Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8352-70, (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had a hematoma and a mild paralysis of the left leg. The physician believed that the hematoma was procedure related and the bleeding was due to the patient's chronic abuse of goodie powder. The patient underwent a lead removal procedure. No device malfunction was suspected. The patient was recovering and was able to get leg functionality back.